Event description:
Reportable based on analysis approved on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The 80% stenosed target lesion was located in the mildly tortuous and calcified proximal (rca). After the lesion was predilated, the 3.0x20mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The procedure was completed with balloon angioplasty. There were no patient complications and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. Struts on row 1 at the distal end of the stent were raised slightly. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).